Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 100-50-s without packaging. The provided sample was taken to a visual inspection. In as-received condition the clamp clip was missing and the patient connector was not closed, the original wing cap was not handed over from the manufacturer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. In addition the sample was filled up to the nominal value (100 ml) and was taken to a functional test respectively a leak test was carried out. After starting the pump and waiting for 60 minutes the pump is not working (solution was not running) at the sample. The inspected sample is not within our specifications. Device history records (DHR):- reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump blocked

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.